Manufacturer narrative:
(B)(4). An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a 4 mm longitudinal tear in the balloon, approximately 6 mm from the balloon proximal tip. It was reported that the balloon lost pressure at the 1st stop; however, the procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, three balloon loss of pressure events were reported to have occurred in the same patient which suggested that the patient anatomy (such as the presence of clinically significant peripheral vascular disease) and/or other procedural devices (such as a damaged procedural sheath) may have contacted the balloon, potentially contributing to a tear in the balloons. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See medwatch form #s 3004939290-2015-00381, 3004939290-2015-00382 & 3004939290-2015-00383.

Manufacturer narrative:
It was reported that the balloon lost pressure at the 1st stop; however, the device and the procedural sheath were not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, three balloon loss of pressure events were reported to have occurred in the same patient which suggests that the patient anatomy (such as the presence of clinically significant peripheral vascular disease) and/or other procedural devices (such as a damaged procedural sheath) may have contacted the balloon, potentially contributing to a tear in the balloons. The review of the lhr (f1510401) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See medwatch form #s 3004939290-2015-00381, 3004939290-2015-00382 & 3004939290-2015-00383.

Event description:
The following information was reported: three mynxgrip vascular closure devices, mx5021 were all used on the same patient, same stick location, all with ruptured balloons. No sealant was deployed. There were no complications for the patient. In doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the balloon lost pressure at the 1st stop(sheath). There was no resistance while inserting the device. There was no resistance while pulling back. Stick location: medium sheath size: 5f vessel location: peripheral.